Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Additional findings: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The probable root cause of wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction: primary product batch/lot number under section d was updated to k10240307 0030.

Event description:
Refer to h11 for follow-up information.